Manufacturer narrative:
The reported contact force issue was confirmed. Optical fiber 2 did not meet specifications for optical properties. Further investigation revealed optical fiber 2 was fractured within the optical connector, consistent with the reported contact force issue. When performing the shaft leak test the values did not meet specifications. Microscopic inspection revealed a gap at the luer / tygon tubing junction, consistent with the irrigation leak detected. Actions have been taken to prevent reoccurrence.

Event description:
This event is being reported based on the analysis of the returned device.